Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed exiting the cartridge tubing. Customer was out of replacement cartridges and reverted to an alternative method of insulin therapy. A replacement cartridge was sent to the customer to resolve the issue. Customer's blood glucose was 207 mg/dl.